Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger product ID cd9000. Serial# (B)(6): product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was the recharger is not working, the battery light scrolling and unresponsive. Recommended patient keep wireless recharger charged and on the dock at all times to prevent this issue from reoccurring. Patient indicated they believe that charging dock was the cause of the scrolling battery lights because the dock is not consistently getting ac power. Sent replacement request to repair for replacement wireless recharger, dock, cable and adaptor.